Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a blank screen despite showing a solid blue charging indicator, consistent with a prior similar occurrence for the same user; the user confirmed the power outlet functioned and placed themselves on backup therapy during the event. Symptoms included no alarms or alerts and no reported glycemic symptoms. Outcomes included no injury, no hospitalization, and continued therapy on backup without interruption to care. Investigation included attempts to contact the user for return status and planned device evaluation upon receipt. Investigation of this device revealed a recurrent device malfunction involving the user interface display while charging, with normal external power confirmed and no alarm activation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem while connected to charge, with root cause undetermined pending physical evaluation.